Event description:
It was reported that during an incidental x-ray prior to retrieving a vena cava filter that was placed prophalactically on a trauma pt, it was discovered that one of the limbs had detached and was embedded in the caval wall. It was also reported that another limb was fractured, but still attached. The filter was retrieved, but the one limb remains embedded in the vena cava wall. No injury to pt reported.

Manufacturer narrative:
The device history report could not be reviewed as the lot number, catalog number, and exact identification of the filter are unknown. The filter was not returned for eval. Very limited info is available regarding this event and contributing factors to this event are unknown. The results of the investigation are inconclusive and the root cause is unknown.